Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is covered under CAPA #2666889 and sa #ucc-21-4076-sa. Per CAPA #2666889 and sa #ucc-21-4076-sa: "the root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased by ryan herco for sale to bd. Cpc supplier completed actions to correct the drain valve body component 1186100c tool." The device was evaluated upon receipt. Found the leak from the drain valve. Replaced drain valve. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. A risk review is not required as the complaint is addressed by existing CAPA. Labeling review is not required because labeling could not have prevented this issue. A DHR review is not required as the complaint is addressed by existing CAPA. Refer to investigation summary section for more information. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a water leak was found at left rear caster during cooling by manual mode in an arctic sun device. Per review of wo on 10jun2025, there was no patient involvement. Per follow up information received via mail on 10jun2025, the device would be sent in for a bd-approved facility for evaluation. The issue has not resolved yet.